Event description:
It was reported that the pt underwent a sling procedure in 06. After 29 days, the pt developed a mild urinary tract infection. The pt was prescribed medication and the event resolved without further consequence to the pt.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.